Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 2.3, lab: ng; date: (B) (6) 2010, inratio: 2.1, lab: 1.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.1, reference: 1.8, mean: 1.95, confidence limits 1.3-2.7. A 2.3 inr was obtained a week prior to complaint and was excluded from comparison test. If time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. It was revealed that the doctor increased the patient's coumadin dosage due to inratio readings. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter functional test failed on cell resistance testing, which was caused by contamination on heater plate. Direct relation between cell resistance failure and damaged heater plate has not been established. There is no sufficient information to determine the root cause of customer's test result discrepancy. As of (B) (6) 2010, nineteen discrepant result complaints were reported for lot #221730 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.